Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Five out of nine connectors of the tigerpaw system ii device were not engaged. A plegeted suture was used to complete procedure. There was no bleeding based on this event. There were no patient negative effects.